Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer experienced an application crash, when the user was programming device parameters. It was noted that the user had recently attempted an application update, but it was unsuccessful. The application was closed and re-launched, and the session was completed without further incident. The programmer remains in use. No patient complications have been reported as a result of this event.